Event description:
A home pt's nurse contacted baxter's technical service center regarding a "check lines & bags" alarm that appeared on the display of the home pt's homechoice machine during fill 8/12 of their automated peritoneal dialysis therapy. The home pt's nurse reported that the heater bag was empty so they removed the empty heater bag and respiked the line with a full bag. Baxter's technical service center assisted the home pt's nurse in ending therapy. The pt's primary nurse reported that therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home pt's primary nurse.